Manufacturer narrative:
There were three additional occurences of this complaint reported. Details can be found in the following mdrs: 2245270-2016-00066, 2245270-2016-00068, 2245270-2016-00070. There was no sample returned or lot number provided in the pir for this complaint. The complaint description states that there was a lot of air getting in the tubing during the priming process even after watching to make sure air was pushed through. In addition, priming the IV pushed meds through the non-filtered port causing back up into other port. No product was returned for this complaint, therefore an investigation as to the cause of the priming issues could not be determined. Due to the absence of the sample, the complaint for priming issues in the tubing is unconfirmed. Vygon could not perform lot history review since the lot number was not provided. All production and qc personnel are up to date with their training. Personnel responsible for the leak and occlusion testing of the product are trained to qa0006, leak and occlusion testing. Personnel responsible for the bond pull testing of the product are trained to qa0008, destruction pull testing. The review of the mentioned procedures revealed an acceptable inspection criterion to verify an acceptable product build. There are no documented issues known at the vygon facility that would have contributed to this type of complaint. Vygon has produced (B)(4) pieces of this product since october of 2013. This is the only reported customer complaint for the priming issue for this extension set (ams-588). It is one outlier found out of (B)(4) pieces produced. The failure rate for this is calculated to be (B)(4). In reviewing this issue, it was noted that this is the first occurrence of having priming issues for this product (ams-588). Corrective action: this is an isolated incident, therefore there is no corrective action required at this time. Preventive action: no action required at this time due to the low incidence rate of this failure. Vygon USA will continue to monitor this failure mode for future occurrences.

Event description:
Priming issue with ams-588. A lot of air getting in the tube even after watching to make sure air is pushed through during priming process. In addition, priming IV push meds thru non-filtered port experiencing back up into other port.

Manufacturer narrative:
There were three additional occurences of this complaint reported. Details can be found in the following mdrs: 2245270-2016-00066, 2245270-2016-00068, 2245270-2016-00070. Although the device was not returned to vygon, the details of the complaint will be examined as part of the complaint investigation. This investigation is currently in process and the results will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Priming issue with ams-588. A lot of air getting in the tube even after watching to make sure air is pushed through during priming process. In addition, priming IV push meds thru non-filtered port experiencing back up into other port.